Event description:
An altitude alarm on a pump was reported, and the customer's blood glucose level was between 54-500mg/dl (3.0-27.7 mmol/l), with no adverse impact. The customer replaced the cartridge following guidance from technical support and confirmed the pump resumed normal operation.